Event description:
Related manufacturer report number: 2017865-2023-51757. It was reported that the patient presented for an implant procedure. It was noted that the right atrial (ra) lead repeatedly dislodged during the procedure so the physician decided to replace it with a screw-in ra lead, but the initial ra lead could not be unscrewed from the pacemaker after trying many times. The pacemaker was eventually replaced with a new one. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and failure to remove lead from header. As received, a complete lead was returned in one piece. The reported event of failure to remove lead from header was not confirmed. Visual examination of the lead did not find any anomalies. All tines were intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was able to be fully inserted and removed from the device with no restriction.